Manufacturer narrative:
510(k): reported device not marketed in the us; however, similar devices are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Empty ampoule.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: the sample received was an empty ampoule, it was clearly seen that the ampoule never contained glue. The batch manufacturing record was checked and showed no deviation or non conformity. The lot was filled at 2013-12-16. Based on other complaint it is known that at this time their was a malfunction at the automatic camera inspection system. This malfunction was repaired in (B)(6) 2014. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Final conclusion: complaint is justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: malfunction already repaired in (B)(6) 2014.